Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at the emergency room shortly after implant of the device with pain in the left groin. Upon evaluation, it was found that the reservoir had migrated behind the pubic bone. A surgical procedure was performed where the reservoir was removed and replaced with a new one. The pump and cylinders remained implanted. There were no additional patient complications reported.